Event description:
It was reported that foreign matter occurred before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "this syringe was opened this way, it had not been used."

Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were received from the customer for investigation. The sample was visually examined using unaided vision and it was observed that there is brown foreign matter on one of the plunger rod ribs. The brown foreign matter was examined using 10x magnification and it was visually identified as oil. One (1) photo was provided by the customer for investigation. The photo shows the returned sample held by someone in such a way that the brown foreign matter on the plunger rod ribs is visible. Oil on the ejector pins can be caused by excess oil coming from the airlines that move the ejector pins. This can potentially transfer from ejector pins to the parts as they are molded. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "this syringe was opened this way, it had not been used."